Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not audible when the pump setting were set to high. The customer reported that the speaker vent was not blocked by debris. The customer's blood glucose was 106 mg/dl. It was reported that the customer would use alternate insulin for diabetes management.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.